Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, automated mode switch episodes due to atrial lead noise were observed. The noise could be reproduced through arm movements. No patient symptoms were reported. All other electrical values were normal. The noise was noted as a known issue due to static low sensitivity values. No changes were made and the patient would continue to be monitored.